Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that an altitude alarm occurred. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer reverted to manual injections for insulin therapy. There was no reported impact to customer¿s blood glucose.